Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level of 800-1243 mg/dl. Customer had high ketones which were identified as dangerous by a healthcare provider. The customer attempted to self-treat with a manual dose injection but was treated in the ICU intravenously with fluids of saline, insulin, potassium, iron and magnesium. The customer was released (B)(6) 2023 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.